Event description:
It was reported that during priming with one unit of prismaflex st100 set, an external fluid leak was observed. It was further reported that the red port joint was broken. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The actual device was not available. However; photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed that the cone of the access male luer lock (mll) is broken. The observed leak is likely due to the broken mll cone. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.